Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a scrambled screen, consistent with a display malfunction and hardware screen/bezel issue, which led the user to transition to backup therapy while a replacement was arranged. Symptoms included hyperglycemia with a reported blood glucose high of 339 mg/dl for over three hours, without ketone testing, loss of consciousness, or other acute complications. Outcomes included the need for corrective insulin via injection and temporary interruption of normal device use, without hospitalization or professional medical intervention. Investigation included collection of event details, device information, and photographs, along with troubleshooting and user education, and arrangements for device replacement with return shipping. Investigation of the returned device revealed a device display failure associated with the screen assembly that prevented device shutdown through the user interface, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a hardware-related display defect.